Manufacturer narrative:
The device, which was not used in a procedure, was returned for evaluation. There was no relationship between the reported event and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation showed the device did not reveal any malfunction. The root cause was determined to be no problem found. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instance of the reported events. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. This failure mode will continue to be monitored for trends. No further investigation is required.

Event description:
It was reported that the nurse from health care facility called to inform that after changing the dressing kit the device shown a blockage full alarm then foam was changed with no results and patient was transferred to s&n for further trouble shooting and continued alarming. There was a backup device available and no harm or injury to the patient.